Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring around 160 ohms on the right ventricular (rv) channel. Upon review, technical services (ts) stated that the trend showed a very variable pattern in the increase of impedance measurements. Ts stated that the large fluctuations for this patient could possibly be explained by body position, fluid retention, certain movements at the time of the measurement. Ts recommended troubleshooting options and to perform x-ray imaging to confirm lead position and integrity. This device remains in service. No adverse patient effects were reported.